Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for low blood glucose levels. Prior to the event, the customer stated she heard a noise coming from the insulin pump, and then it delivered 60 units of insulin. The customer removed the infusion set, and insulin was coming out of the tubing. Troubleshooting was performed, and no boluses were showing in the bolus history, but 60 units of insulin were missing from the reservoir. The insulin pump passed the displacement test. Found that the customer was wearing the recalled lot 8 infusion sets at the time of the event. Advised that the insulin pump and infusion sets would be replaced. Nothing further was reported.